Event description:
It was reported that the patient was rewarming to 36.5c over the last 6 hours but was not getting to target temperature on the arctic sun device. The patient temperature showed 35.7c with esophageal, water temperature was 40.1c and flow rate was 1.1 l/m. Small universal pad in use. Trend shows thermoneutral. Nurse wanted to know why the device was getting the patient temperature to target temperature. Nurse noted that device appears to be working appropriately and there was good flow rate for pad and water temperature was very warm. Signs were point to patient related reasons for not reaching target temperature. Mis discussed adding warm blankets, turning on and up radiant warmer and making sure the head was covered. Also discussed patient medications. Mis suggested following up with physician regarding addressing the patient related reasons for difficulty rewarming.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery. However, this could not be confirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was rewarming to 36.5c over the last 6 hours, but was not getting to target temperature on the arctic sun device. The patient temperature showed 35.7c with esophageal, water temperature was 40.1c, and flow rate was 1.1 l/m. Small universal pad in use. Trend shows thermoneutral. Nurse wanted to know why the device was getting the patient temperature to target temperature. Nurse noted that device appears to be working appropriately and there was good flow rate for pad and water temperature was very warm. Signs were point to patient related reasons for not reaching target temperature. Mis discussed adding warm blankets, turning on and up radiant warmer, and making sure the head was covered. Also discussed patient medications. Mis suggested following up with physician regarding addressing the patient related reasons for difficulty rewarming.